Manufacturer narrative:
Customer has opted not to return the device for product evaluation. However, x-ray images were provided and evaluated. While a root cause cannot be definitively determined based on these images, they do suggest that the implant was undersized and not ideally positioned in the disc space. No CAPA and no trends have been identified. Complaints of this nature are monitored through tracking and trending. (B)(4).

Manufacturer narrative:
At the time of the investigation, there was no CAPA and no trends associated with this event type. The product has not yet been returned for evaluation, and therefore the investigation is still pending. A review of lot 112013 was conducted. There was one nonconformance associated with this manufacturing lot. 3 pieces were identified as missing coating, and were scrapped. The lot met release requirements. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. Complaint number (B)(4).

Event description:
"On (B)(6) 2019 a mis-tlif (minimally invasive surgery - transforaminal lumbar interbody fusion) was performed to treat right intervertebral arthritis in l5/s. On (B)(6) 2020 it was reported that the cage had backed out. On (B)(6) the patient will undergo a revision procedure. The surgeon commented as follows: 1. S/he wondered if excessive load might have put the cage to move backward due to the tip's tapered shape. 2. In addition to the product's defectiveness, if any, mismatching of cage size and/or the cage's deployed location might have triggered the event. This complaint involves one (1) device."